Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the device was sticking. It would seal and cut correctly but then the jaws of the device would not fully open without using hands to push it out. The jaws opened enough to remove the device from tissue. There was no injury to the patient. The incident device was discarded by the customer.